Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 1000 instrument and instrument data. Analysis of the instrument and instrument data indicated that the cause for the discordant ckmb and troponin results are unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant high immulite 1000 ckmb and troponin result was generated on one (1) patient sample. The result was questioned by the medical assistant and the laboratory repeated the sample with similar results. The sample was then tested on a different instrument resulting in lower values. There was no report of adverse health consequences due to the discordant ckmb and troponin results.